Manufacturer narrative:
Additional information was provided that the customer was not using new bottles of procell and cleancell solution on the analyzer. The customer would refill the bottles from sets on other analyzers. The user was not following product labeling.the issue was resolved by changing of measurement cell and performing maintenance.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable results for elecsys afp assay and elecsys hcg + beta test system on a single sample. All of the results were accompanied by data flags. The initial afp result was 8.71 and the repeat result was 15.85. The initial hcg+beta result was 4593 and the repeat result was 18335. Both tests were performed with a 1:100 dilution. The units of measure were requested but were not provided. The erroneous results were not reported outside the laboratory. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested but were not provided.